Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) frequently. It was noted that the ipg had flipped making it difficult to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned per facility policy.